Event description:
It was reported that balloon rupture occurred. The patient presented with pain in an internal fistula in the left upper arm accompanied by increased venous pressure during dialysis. Ultrasound revealed stenosis and calcification of the autologous arteriovenous internal fistula anastomosis ostial of the left elbow, and stenosis in the distal end of the stent of the subclavian vein. A 12.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during the first inflation at 4 atmospheres, the balloon ruptured. The device was removed. No patient complications were reported and the patient status was stable.

Event description:
It was reported that balloon rupture occurred. The patient presented with pain in an internal fistula in the left upper arm accompanied by increased venous pressure during dialysis. Ultrasound revealed stenosis and calcification of the autologous arteriovenous internal fistula anastomosis ostial of the left elbow, and stenosis in the distal end of the stent of the subclavian vein. A 12.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during the first inflation at 4 atmospheres, the balloon ruptured. The device was removed. No patient complications were reported and the patient status was stable. It was further reported that the target lesion was moderately tortuous and moderately calcified. The procedure was cancelled due to no available device replacement.

Manufacturer narrative:
Updated b5: describe event or problem.